Event description:
It was reported that the pneumatic switch is physically broken. There was no case involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 04/27/2009. Broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.